Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Customer experienced a low blood glucose (bg) of 41 (mg/dl). To treat low bg, the customer consumed a bowl of cereal. The customer regained the connection on the continuous glucose monitoring system and verified that the pump was functioning as intended. No additional patient or event information was available. A root cause could not be determined.